Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back, confirmed receiving the replacement recharger and controller. Patient mentioned everything was working good and will return their previous equipment today or tomorrow. Agent reviewed return shipping instructions with patient.

Event description:
Information was received from a patient regarding an external device . The reason for call was patient reported the other night, over the weekend, they were charging their implanted neurostimulator when the controller screen went white. Patient said they didn't know how to shut the controller off, so they pressed the button on the top of the controller, but that didn't work. There's a crack on the part of the screen of the controller. Patient then said they reset the controller and got the screen back on, but every 10 seconds or so a message would come up saying to call medtronic (could not recall specifics of message). Patient went to their doctor's office today and told them about the issue, and the doctor gave them rep number to call, but that wound up being the pats number. Patient mentioned they were able to get the implant up to 80%, enough to last until today, but continued to have trouble with the controller. Agent asked, patient did not have their ac power cord with them, nor access to an outlet, at the time of the call since they were in their car. Agent reviewed steps to reset controller with ac power cord, and patient said they would call back with all of t heir equipment for further troubleshooting if needed. Patient was weary of opening the controller and removing the battery pack because they feared the controller might die or something and they would be without it; agent was unable to retrieve. Patient mentioned they were worried about losing therapy (said ins might be down to a quarter charge), since their back would be throbbing. Patient called back and repeated previously documented information. Patient stated seeing system problem [77] cannot continue please call medtronic rm05 message. Patient stated they were advised to reset their controller with ac power cord which they did. Patient stated they could not charge their back. Patient stated the other day, the controller screen went blank and it won't charge. Patient stated the controller screen went white, the controller charges for a minute and then the screen goes off. Agent had patient reset their controller. Patient stated that they've never opened it since they've had it. Patient confirmed no visible damage to the recharger, controller charging port, controller battery compartment pins and battery pack (bp) pins. Agent had patient blow air into the controller charging port. Patient confirmed that no noise was heard when the controller was shaken. Patient stated that there is a crack on the part of the screen of the controller. Patient added it wasn't that way when they got it. Patient stated they have 20% left and they will keep trying. Patient stated it's a pain in the butt. Agent reviewed information. A request was sent to the repair department to replace the controller. Patient called back repeating information from a previous call and that they received the controller. Patient mentioned that they went to charge the implant last night and got the same error message as before so the issue is not resolved. Patient noted that the controller is charged and the implant is at 80% but they don't want the implant to die because their back is painful when it does. Patient stated that they had lost 70lbs so the implant moved so it can be hard to charge and that the implant pops out of their back. Patient reported that the implant sometimes flips and they have to lay down and prop a pillow to charge th e implant. Patient mentioned that they if they forget to charge the implant then their back starts to throb and they can feel it when the implant dies. Agent sent a request to repair to replace the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.